Event description:
It was reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that there was no image on the flexspot display. Upon troubleshooting actions, fse identified that the flexspot pc had failed to power on because of the defective flexspot pc. The defective flexspot pc was returned for analysis, and it was concluded that the flexspot pc failed due to the faulty motherboard. Fse replaced the flexspot pc, reinstalled the x-ray pc software, and imported a new license. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.